Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient was over 80 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.